Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the issue occurred during the procedure. The procedure was delayed and completed by moving the patient to another room. The customer reported that the c-arm movements were not available and performed multiple restarts, but issue persists. According to additional information, the issue occurred during the procedure. The procedure was delayed and completed by moving the patient to another room. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The serial number, reporting address line 1 and the reporting address city have been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the issue occurred during the procedure. The procedure was delayed and completed by moving the patient to another room. The customer reported that the c-arm movements were not available and performed multiple restarts, but issue persists. According to additional information, the issue occurred during the procedure. The procedure was delayed and completed by moving the patient to another room. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry was not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.